Event description:
It was reported that this right ventricular (rv) lead exhibited gradual rise in pace impedance measurements of greater than 2,000 ohms over the past year, which resulted in a lead safety switch. It was noted that patient was in chronic atrial fibrillation. Technical services (ts) discussed troubleshooting options with the health care professional, whom would discuss with the physician. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker exhibited gradual rise in right ventricular (rv) pace impedance measurements of greater than 2,000 ohms over the past year, which resulted in a lead safety switch. It was noted that patient was in chronic atrial fibrillation. Technical services (ts) discussed troubleshooting options with the health care professional, whom would discuss with the physician. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted. A new device system was implanted and remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this pacemaker exhibited gradual rise in right ventricular (rv) pace impedance measurements of greater than 2,000 ohms over the past year, which resulted in a lead safety switch. It was noted that patient was in chronic atrial fibrillation. Technical services (ts) discussed troubleshooting options with the health care professional, whom would discuss with the physician. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted. A new device system was implanted and remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker exhibited gradual rise in right ventricular (rv) pace impedance measurements of greater than 2,000 ohms over the past year, which resulted in a lead safety switch. It was noted that patient was in chronic atrial fibrillation. Technical services (ts) discussed troubleshooting options with the health care professional, whom would discuss with the physician. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted. A new device system was implanted and remain in service. No additional adverse patient effects were reported. Additional information was received that there had been possible oversensing observed.